Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe cracked at 16 mm from the distal end. There was a scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. As a result of evaluation, we have concluded that the probe tip presumably was scratched because, the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the physician noticed the crack of the probe. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
During a procedure, the subject device did not activate output. While checking the probe, the probe tip was broken. There was no patient harm reported.